Manufacturer narrative:
The account replaced the brake detent to repair the bed.

Event description:
The account stated when you shake the bed, the brakes will release. The account indicated the bed has never been used and is still in receiving.